Event description:
It was reported that a pump was programmed to deliver 50ml of aztraonam. The customer stated that one hour later the pump indicated that the infusion was complete; however the bag was still full. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval could not confirm an under infusion. A flow maintenance procedure with the unit passing. An additional flow rate test was performed using the event infusion parameters found in the history log (for a period of one hr) with the unit passing. No malfunction could be identified.